Event description:
A customer reported a past malfunction with a pump. There was no reported adverse impact to the customer. The pump malfunction was identified with a specific code, and the customer successfully reset it and continued its use for several days before experiencing another malfunction. The customer reverted to an alternate method of insulin therapy.